Manufacturer narrative:
Follow-up # 1 date of submission 05/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/23/2014 with the following results:there was no evidence of a motor issue in the black box. No motor issues occurred during the investigation. The pump was opened and the motor assembly was inspected; no defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. The reporter stated that the motor "lulled" and "strained" during a prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.